Event description:
As reported by an edwards lifesciences affiliate in greece, regarding an implant of a sapien 3 ultra resilia valve in aortic position by transfemoral approach. The valve was implanted with nominal volume in 80:20 position with no post dilation performed. The same day, during the scheduled tte, a small pvl not present during the procedure was observed. Two months and nine days post procedure, the patient returned to hospital with dyspnea for her scheduled tte that showed the pvl was increased to moderate, and also was experiencing moderate central leak due to the not movement of a cusp. According to the CT and tte this is due to halt. The patient started was prescribed with acenocoumarol discharged home. A new tte was also scheduled to follow up the patient and decide if further actions are needed. One year and eight months after the index implant procedure, a valve in valve was performed with asapien 3 ultra resilia 23 mm valve. Post dilation was performed using a non edwards dilatation balloon achieving a very good result with zero invasive gradient.

Manufacturer narrative:
E1 phone number the event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was evaluated by clinician and safety revealed the following: no echocardiography imaging provided, unable to able to assess the presence and/or severity of central/ paravalvular regurgitation. Post tavr CT shows a 23mm s3ur in the aortic position, which appears well expanded. Halt affecting the non coronary cusp, ncc only. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (annular calcification) caused or contributed to the paravalvular leak. The reported central regurgitation and leaflet restricted mobility were unable to be confirmed due to unavailability of applicable imagery or medical reports. The reported halt was confirmed through evaluation of the provided imagery. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies during the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As per imagery review, halt affecting the non coronary cusp was confirmed. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Due to insufficient information, a definite root cause was unable to be determined at this time. As per imagery review a halt affecting the non-coronary cusp was observed. As the leaflets were thickened, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restriction. As such, available information suggests that patient factors (thickened leaflet) may have contributed to the complaint event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. In this case, leaflet restricted motion was reported, which could cause improper coaptation of leaflets leading to central regurgitation. Available information suggests that patient factors (restricted leaflet motion) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.